Manufacturer narrative:
Citation: murakami n, kokubu n, otomo s, furuhashi m. Transcatheter aortic valve implantation for a patient with both severe aortic stenosis and membranous ventricular septal aneurysm: a case report. Eur heart j case rep. 2025;9(5):ytaf230. Published 2025 may 8. Doi:10.1093/ehjcr/ytaf230 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a case report in which three medtronic evolut pro+ transcatheter aortic valves were attempted in a patient whose annulus rim was ¿lacking¿ due to a membranous ventricular septal aneurysm (msa). During the case, the bottom end of the first valve (29 mm size) was positioned and deployed into the msa, but this caused the left coronary cusp (lcc) to be uncovered during valve expansion and ¿massive¿ paravalvular leak (pvl) ensued. Consequently, the valve was retrieved, meaning the valve was recaptured in the delivery system and withdrawn from the patient. The second valve was upsized to a 34 mm valve but was ¿too large¿ and resulted in frame infolding and under-expansion, so this valve was retrieved the same as the first one. Ultimately, a third valve (another 29 mm size) was intentionally deployed at a high position while the authors ¿pushed the delivery system during the final release to maintain good coaxiality (alignment).¿ mild pvl around the lcc and a peak pressure gradient of 21.9 mmhg were detected five days after the procedure. The patient was transferred to a care facility approximately one month later.